Manufacturer narrative:
(B)(4). Date sent: 1/12/2024. D4: batch # 403c35. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a gst60b reload present. The reload was received with the one-piece sled missing and unfired making it nonfunctional. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. In addition, it was noted that the device could not keep closed. The device was disassembled to investigate further, the handle shrouds were removed and were found to be damaged. The frame post was found to be broken and the post was noted to be stuck between closure-trigger latch and the frame, causing the closure-trigger latch unfunctional and prevent the device from keeping closed. After removing the post, the bailout system was reset and then, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that when removing the staple retainer in an upward and distal to proximal sliding manner prior to loading the reload into the device can eject the sled from the proximal end of the reload. The IFU instruct the user to leave the staple retainer in position until the reload is loaded into the device. Please reference the instruction for use for more information. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the post/ frame and shrouds is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review: a manufacturing record evaluation was performed for the finished device batch number 403c35, and no non-conformances were identified.

Event description:
It was reported that during the surgery, could not fire. Changed another one to continue the surgery, the same problem happened again. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 2/22/2024. Additional information was requested and the following was obtained: the event date should be 10-jul-2023.